Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure three weeks after he was implanted. No other information was provided. The patient was doing well postoperatively.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device as found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure three weeks after he was implanted. No other information was provided. The patient was doing well postoperatively.